Event description:
It was reported that the device is at elective replacement (eri). Four months after implant the right ventricular impedance increased but has been stable since. The device and lead remain in use. No patient complications have been reported as a result of this event. (B)(6) 2010 the device was explanted and returned with no information.

Event description:
It was reported that the device is at elective replacement (eri). Four months after implant the right ventricular impedance increased but has been stable since. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis and primary analysis revealed that capacitor oxidization causing current leakage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.